Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this device had 8.5 years remaining in march and went down to 7 years now. The patient just had recent atrial fibrillation (af). The boston scientific technical services (ts) suspected that the drop in longevity was due to the af but if the field representative could get device data, ts will submit it to engineering to verify. To date, this device remains in service. No adverse patient effects were reported.